Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. Customer's blood glucose level was 406 mg/dl. The customer had not bolused after a meal. She treated her blood glucose with a manual injection, changed the infusion set, and finished bolusing. The device was not returned.